Event description:
No additional information.

Manufacturer narrative:
Correction: (e) FDA notified? - yes. Additional information: (h) attached medwatch and added report number. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium pump infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by the customer that leaking.